Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. The device history had records of error code s233 (over temperature). This was due to the device fan not spinning properly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was overheating and alarmed with an s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan assembly was not working properly. No additional info was provided.